Event description:
New information notes that programming changes were made to the device and the issue was resolved. Lead remains implanted. Patient condition is good.

Event description:
It was reported that loss of capture and high thresholds were observed. Lead remains implanted. Patient was asymptomatic. Information received notes the event was resolved, but no further details are available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).